Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had fluctuating high and low blood glucose. The customer reported their blood glucose was running high in the 200 and 300 mg/dl range and at the time of incident was 545 mg/dl, current is 436 mg/dl. The low blood glucose was in 70s and 80s mg/dl and at the time of incident it was 54 mg/dl, current is 180 mg/dl. The customer treated high blood glucose with a syringe, injections and low blood glucose with food. The customer stated they were not experiencing any symptoms of high or low blood glucose. The customer was neither hospitalized nor admitted for low blood glucose. Based on customer report customer does not allege pump was over delivering or under delivering. The customer reported that they received insulin flow blocked alarm. The insulin pump will not be returned for analysis.